Event description:
It was reported via repair work order that the siderail was not locking in up position due to broken siderail release handle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.